Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) measurement of 450mg/dl with unspecified ketones, extreme thirst (polydipsia) and excess urination (polyuria). The patient reportedly did not require medical intervention. The patient reportedly performed an incorrect manual calculation of dosage. Animas customer technical support (cts) reportedly reviewed the pump with the patient. The patient reportedly was able to perform a 1 unit air bolus via the pump and the bolus accurately recorded. A review of the pump history indicated no programming/settings issues with the pump. It was noted that the pump is not being returned as the patient remained on insulin pump therapy. The patient reportedly was referred by cts to seek assistance from the health care provider for assistance with diabetes management issues. This complaint is being reported because the patient experienced hyperglycemia due to use error as the patient performed a manual calculation dosing error.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2016 with the following findings: review of the black box data and download history did not reveal any recorded event(s) related to the complaint. On examination, the pump was intact and without damage. On testing, the pump powered on normally. The pump was exercised for 24 hours without error, alarm, warning or malfunction. The pump was determined to be operating as intended and within the required specifications. Investigation did not confirm nor duplicate the complaint.